Manufacturer narrative:
This report is submitted on february 5, 2018, (B)(4).

Event description:
Per the clinic, it was reported that the patient experienced recurrent infections at the implant site for several years. It was reported that approximately two years prior, the infection was severe, resulting in swelling of the face and admission to the emergency room. Additional information has been requested regarding treatment of the infections; however, have not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the device was electively explanted (B)(6) 2018 and the patient was reimplanted with another cochlear device during the same surgery.